Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further action is required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services to report the homechoice machine alarmed a system error 2240 (air in the set) during dwell 4 of 4. The patient was not connected. The patient had pulled the patient line apart. A sample has not been made available. No patient injury has been reported / confirmed by the customer.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.